Event description:
The patient came in reporting pain due to a grade ii or iii brooker classification heterotopic ossification around the proximal femur (on the greater trochanter) and the cause is unknown. Femoral component is subsided. The surgeon revised the head and liner and the stem was revised because of reduced rom and pain, with suspected loosening. The surgery was completed successfully. Primary surgery information and revised products information are unknown.

Manufacturer narrative:
No information of references and lots and other details are available. Devices are not available. For this reason it is not possible to perform analysis.